Manufacturer narrative:
Clarification to d9: date is when device photo was received. Photo analysis: it is not possible to determine, the lot number or catalog number through the photos provided. Visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe, since it is not related to the device. Lump/nodule: unable to observe, since it is not related to the device. Cyst-ndr: unable to observe, since it is not related to the device. Additional observations: red particles observed, on the surface of the shell.

Event description:
Healthcare professional reported, left side "tender lump in left breast". "I requested an MRI of the breasts. And the reports indicate, that there is bilateral ruptured implants". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6b, e2, g4, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side "tender lump in left breast." "I requested an MRI of the breasts and the reports indicate that there is bilateral ruptured implants." The device remans implanted.